Event description:
It was reported that the patient presented with lumbar degenerative disk disease, stenosis and spondylosis l2-s1, and flatback syndrome. The patient underwent a posterior lumbar interbody fusion l2-s1 using posterior instrumentation, interbody devices, and rhbmp-2/acs. There were no noted complications. At 24 days post-op, the patient presented with back pain. A CT scan of the lumbar spine without contrast indicated "at l5-s1, the interbody graft has displaced posteriorly into the canal with severe impingement of the spinal canal." At 25 days post-op, the patient underwent a revision surgery due to hardware failure at l5-s1. The interbody device at l5-s1 was repositioned. There were no noted complications. At 40 days after the revision surgery, the patient presented for follow up. Per the physician's notes, the patient has "continued to have fairly severe low back pain since that operation. This has really limited his recovery in his rehabilitation. His leg strength seems to be doing pretty well, but his back pain limits his ability to stand and walk. On his physical exam today, he is little weak in his left leg particularly in his dorsiflexion, which is about 4/5. Otherwise, he has got good strength in his lower extremities. I have available for review today x-rays of his lumbar spine. These demonstrate good position of the hardware, but the l5-s1 tlif spacer appears to have backed out about 50% into the spinal canal. This is similar to the position it was in before the last time revision surgery." At 5 days later, the patient underwent a revision surgery. An alif was performed l5-s1 using interbody devices and rhbmp-2/acs. The previously placed interbody device was removed, and the rhbmp-2/acs was placed within the new cage. There were no noted complications.

Event description:
Reportedly the patient developed "serious injury such as pain, mental anguish, and limited mobility."

Event description:
At 288 days after the revision surgery, the patient underwent another revision surgery due to hardware failure at l2 and s1 and pseudoarthrosis l2-s1. The surgery consisted of hardware removal followed by t11-s1 posterior fusion with a repair of a dural defect at l5-s1. Posterior instrumentation and actifuse were used. Per the operative notes, 'the dissection was then carried underneath the 51 nerve root towards the l5-sl disk space where a significant osteophytic ridge had developed growing out of the disk space itself mostly secondary to the bone morphogenic protein. The scar tissue and thecal sac was dissected off of the bony ridge and then a 5-mm diamond burr was used to begin drilling away this hone. During the course of the drilling, it was noticed there was an exposed portion of the s1 nerve root, likely where this had been exposed during his previous surgery to repair a misplaced tlif spacer. Because of the exposed nerve root at this point, the drilling was ceased. Because there was a concern that this root might be injured, dissection was carried out on the left side; this was done on the right side to expose the nerve roots and do generous foraminotomies but no attempt was made to dissect into the disk space for fear of causing further nerve root injury. It was clear that there was substantial scar tissue and that the nerve roots were embedded in the scar and draped over this osteophytic ridge and it did not seem reasonable to continue the dissection and risk further injury of the nerve at this time. Therefore, the dissection was carried up to the l4 level and generous foraminotomies and decompression of the lateral recess was carried all the way up to l4. Additional scar tissue was removed from l4 down to 51 to try to free up the thecal sac and allow it to drift back away from the osteophyte.' A CT scan of the lumbar spine was interpreted to indicate 'remaining large posterior osteophytes with facet and ligamentous heart hypertrophy at the l5-s1 level causing bilateral lateral recess and l5 neural foraminal narrowing.'

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) (revision surgery). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that (B)(6) 2008 the patient underwent: posterior approach for lumbar laminectomy from l2-s1; posterior segmental instrumentation with pedicle screws at l2, l3, l4, l5 and s1; posterior lateral fusion with allograft, allograft, and bone morphogenic protein at l2-3, l3-4, l4-5 and l5-s1; interbody fusion using transforaminal posterior lumbar interbody fusion spacer at l5-s1; osteotomy of body of l5 and body of s1 to facilitate decompression and interbody fusion as well as reduction of classic disc deformity; reduction of spinal deformity (flatback syndrome) from l2-s1; bone marrow aspiration for use as autograft; implantation of interbody biomechanical device at l5-s1. Preoperative diagnosis: lumbar degenerative disc disease, l2-s1; lumbar stenosis, l2-s1; lumbar spondylosis, l2-s1; flatback syndrome. Per-op notes: ¿once the disc was removed, endplate rasps were used to prepare the endplates for fusion. Trial spacers were selected and a 10mm spacer fit adequately. Therefore, a 10mm transforaminal posterior lumbar interbody fusion spacer was selected, packed with bone morphogenic protein-soaked collagen sponge, and tapped into position. It was countersunk until it was in a good anterior spot. This completes the interbody fusion at l5-s1. The pars, facet joints, and transverse processes from l2 down to s1 were decorticated. Bone morphogenic protein wrapped around the patient¿s autograft was then packed into the lateral gutters.¿ on (B)(6) 2008 the patient underwent CT scan of the lumbar spine. Impression: post-surgical changes at multiple levels. At l5-s1, the interbody graft has displaced posteriorly into the canal with severe impingement of the spinal canal. On (B)(6) 2008 the patient underwent: removal of hardware from l2 to s1; removal of interbody graft at l5-s1; reinsertion of l5-s1 interbody fusion; implantation of interbody biomechanical device at l5-s1; posterior segmental instrumentation from l2 to s1. Preoperative diagnosis: failure of hardware at l5-s1; lumbar stenosis secondary to displaced transforaminal lumbar interbody fusion spacer at l5-s1; lumbar radiculopathy related to compression from transforaminal lumbar interbody fusion spacer; lumbar instability at l5-s1.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, patient underwent transforaminal lumbar interbody fusion and posterolateral fusion from vertebrae l2 to s1. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the lateral gutters). Allegedly, "patient's post-operative period was marked by a period of improvement, followed by increased lower back and right lower extremity pain. Due to severe pain and symptoms, the patient underwent revision surgeries on (B)(6) 2008."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implanted: (B)(6) 2008. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.